Manufacturer narrative:
This report is for an unknown screws: cancellous / unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: stappaerts, k.h. And broos, p.l.o. (1987), internal fixation of femoral neck fractures. A follow-up study of 118 cases, acta chirurgica belgica, vol. 87 (4), pages 247-251, (belgium). The aim of this retrospective study is to investigate the relationships between the incidence of nonunion and avascular necrosis following internal fixation of femoral neck fractures on the one hand, and some clinical as well as operative factors on the other. Between january 1974 to december 1979, a total of 160 patients (41 male and 119 female) with a mean age of 69 years (range 11-96 years) were treated by closed reduction and internal fixation. Surgery was performed using 3 or 4 ao (asif) cancellous bone screws or a competitor's device. The mean follow-up period for 118 patients, who were available for analysis, was 36 months (range 22-84 months). The following complications were reported as follows: 34 patients who had insufficient follow-up died. 28 patients showed early fixation failure or developed nonunion. 18 patients were reoperated on: 2 patients had a valgisation osteotomy fixed with a nail and plate, 1 was treated with a 1 30 nail-plate and 1 cancellous bone screw, 10 patients had a total hip arthroplasty and 5 a hemiarthroplasty. 10 patients were not suitable for further surgery because of their poor general condition. 21 patients of the 90 primarily healed fractures developed avascular necrosis or late segmental collapse. 9 patients were treated with total or hemiarthroplasty. This report is for an unknown synthes cancellous screws. This is report 1 of 1 for (B)(4).